Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How was the procedure completed? Was there any patient consequence?

Event description:
Suctioned without pushing the suction button.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components, no evidence was found that could have caused the reported continuous activation nor suction issues. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.